Event description:
No complaints pre-dialysis; uneventful treatment. Given 2 tylenol 2 hrs into treatment for headache. 3 1/2 hrs into treatment pt c/o chest pain, not relieved off o2. Reinfused 18 min early. It was noted at this time that the arterial blood line was kinked at the kidney end. Blood was drawn & spun to check for hemolysis. Hemolysis noted, md notified, pt transferred to hosp for eval. Pt was alert & responsive throughout.